Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Joystick will not shut off on its own and wires hanging out of the back of the chair.